Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The patient reported that she hasn¿t been getting good results "and I¿m starting to have the trouble I had before the implant, having accidents and waking up in the middle of the night and having to change, it started about 2 months ago". The patient stated that prior to this, she "slipped down a ladder just a few steps like 2-3 months ago". The patient stated that since she hasn¿t been getting good relief, she then went to see the healthcare provider (hcp) on monday and stated "they were looking at my programs and they were going to move me from program 1 to program 2 but then it was hurting so bad last night so I wanted to know how to change to program 3". The patient stated that the stimulation was so painful that she "couldn¿t even lay on my back". The patient stated that the issue was related to positional movements. When patient services helped the patient use the patient programmer (pp), they discovered she is actually still on program 1. The patient¿s amplitude was at 0.7v. Patient services then helped the patient move to p2 and felt comfortable stimulation at 1.2v. The patient was going to try this setting to see if it helps symptom relief. No further complications were anticipated/reported.